Event description:
A malfunction alarm, specifically alarm 2, was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l) or read "high" on the cgm. In response, the customer was instructed by technical support to perform several troubleshooting steps, including disconnecting tubing, tightening connections, and delivering boluses. Despite recurring occlusion alarms, a successful 9-unit bolus was eventually delivered after installing a new, empty cartridge. The customer has been advised to replace supplies as necessary and continue insulin therapy, with the option to follow up if issues persist.